Event description:
It was reported that a spectrum infusion pump was alarming system error 102 during testing. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirm nor reproduce the reported "system error 102." However, the pump was received inoperable due to a system error 105 (caused by a failed motor flex), which may have been what the reported symptom was referring to. The failed motor assembly was replaced.